Manufacturer narrative:
A steris service technician found that the user facility had replaced the surgical light's control board and continued to use the surgical light with no further issue. The damaged control board was returned to steris where it was determined that a damaged capacitor on the control board caused the controller to smoke. Steris is not under contract to perform preventative maintenance at this site. For systems under preventative maintenance contracts with steris, the wall control components are inspected twice annually as part of the service agreement. Wall controls require routine preventive maintenance inspections to ensure proper operation of the wall control circuit breakers, fuse holders, connectors and wires and to detect any component degradation or loose connections (maintenance manual, table 5-1). As noted above, steris was not under contract to perform preventive maintenance at this site. For systems under preventive maintenance contracts with steris, the wall control components, including the tightness of wires and terminals are inspected twice annually as part of the service agreement. This light system was 10 years old at the time of this event. The smoke observed by the user facility in this event was the vaporized contents of the electrolyte used in the capacitors located on the power control board located in the wall control. (B)(4). The wall control for the light system is located outside the area that is considered an oxygen rich environment. The wall control is mounted on the wall away from the operative site and is positioned at least five (5) feet above the finished floor surface to comply with (B)(4) and local code requirements for use in areas where flammable anesthetics may be in use (installation instruction, page 7-1). (B)(4). As a result of these design features, a capacitor or other component failure in the wall control box does not present a fire hazard. The expected useful life of the system is 7 years under normal conditions of use, assuming that preventive maintenance is performed as specified in the device's maintenance manual. The manual for these systems notes that the preventive maintenance frequency is a minimum and should be increased with increased light usage. The system subject of this report was outside of the expected useful life for the device. Due to the age of these light systems and the discontinuation of production, some critical replacement parts are obsolete and no longer available. (B)(4). Steris has provided notification to our customers of the obsolescence of the sq-240 system and is proactively discussing advancements in lighting technologies (i.e. Energy efficient systems) now available to customers.

Event description:
The user facility reported that the wall mounted controller for the surgical light began to smoke. No injuries were reported to any patients or hospital staff.